Event description:
It was reported that the patient told the reporter that the pump had been shut off for over a year and contained no drug. The patient also noted that the "wires/tube"(catheter) broke. The medication in the pump was not known. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n179296, implanted: (B)(6) 2009, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was further reported that the hcp had not seen the patient since 2011 (B)(6) and at that time the system was functioning as intended and there were no issues. The patient was given a referral to a pain management hcp.